Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse replaced aspirate wash tubing and wash stations. The fse then ran controls and all were within range. No conclusion can be drawn as to what specifically caused the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp troponin results were obtained on one (1) patient sample. The laboratory typically runs troponin samples in duplicate. Duplicate samples in this case were inconsistent, so the samples were repeated which also gave inconsistent results. There are no known reports of adverse health consequences due to the discordant troponin results.